Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and patient was treated with pump. No further information available.